Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply bag and supply line of the cassette was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one. The patient was connected at the time of the alarm. During troubleshooting. The patient stated that their supply bag came loose from the supply line of the cassette and disconnected. The patient stated that they felt that the connections were tight during setup. The patient stated that there was no leak from the bag when the disconnection occurred. The technical service representative explained the alarm and advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.